Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced low blood glucose (bg) levels (38 mg/dl). Reportedly, the customer's health care is working on adjusting the pump settings. A glucose injection was administered to address low bg levels. Customer's bg level stabilized to 110 mg/dl.